Event description:
The event is reported as: complaint alleges: maude adverse event report filed. Following surgery, the pt stated that he had injury to the right side of his gums. Pt removed a small piece of plastic from injured side. Injury healed with no further problems.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.